Event description:
Device 2 of 2. Reference MFR report: #1627487-2014-23029. It was reported during a trial procedure a csf lead occurred. It was also reported a blood patch was performed. The patient was laid flat for one hour post procedure and the patient has not had any sign of a headache. Follow-up information revealed the patient remained asymptomatic postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.